Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had leakage at the puncture point. When the needle was pulled out, further leakage was found at the catheter and junction. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd intima-ii closed IV catheter system had leakage at the puncture point. When the needle was pulled out, further leakage was found at the catheter and junction. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. The batch record for lot# 7325354 was reviewed, no related abnormalities were found during the manufacturing process. A photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the photo provided, allowing them to determine that this event was related to the manufacturing process. However without a sample to subject to testing bd engineers were unable to determine the root cause for this complaint. Bd will continue to track and trend for this issue.